Manufacturer narrative:
This report is submitted on nov 6, 2023.

Event description:
Per the surgeon, the patient experienced pain and became a non-user. The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.